Event description:
The reporter alleged discrepant results were obtained on the suspect device when compared to a lab. The device result reported was >8.0 inr. The lab result reported was 4.02 inr. The doctor held the patient's coumamin for one day. The device was replaced and requested to be returned for evaluation.